Manufacturer narrative:
H.6. Investigation: one unused sample returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe and flushed with water. The set was successfully primed. The customer complaint that the catheter tubing on multiple items was sealed shut so no therapy solution can flow through could not be replicated. A root cause could not be determined because the failure was unable to be replicated. A device history record review for model 20039e lot number 20115797 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 20039e lot number 20125923 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. CAPA#1998036 has been initiated, and a team has been assembled in order to investigate the issue. A complaint history check was performed and this is the 5th related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20115797 regarding item #20039e. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20125923 regarding item #20039e.

Event description:
It was reported that 1 smallbore 6 inch ext vlv set from lot 20115797, and 1 set from lot 20125923 were blocked/occluded during use and wouldn't therapy solution to flow through. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "the catheter tubing on multiple items was sealed shut so no therapy solution can flow through."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20115797. Medical device expiration date: 2023-11-11. Device manufacture date: 2020-11-05. Medical device lot #: 20125923. Medical device expiration date: 2023-12-10. Device manufacture date: 2020-12-07. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 smallbore 6 inch ext vlv set from lot 20115797, and 1 set from lot 20125923 were blocked/occluded during use and wouldn't therapy solution to flow through. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "the catheter tubing on multiple items was sealed shut so no therapy solution can flow through."